Event description:
The customer reported that the set leaked at distal port. The leak occurred while a texium bonded syringe (B)(4) was being used to push doxirubicin into tubing set (B)(4). At the distal port of the push there was a leak, the tubing was changed. They finished the push with different tubing with no incident. There was no pt harm. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed. The customer reported the syringe model may have been the (B)(4); however, a syringe model (B)(4) was returned for eval.